Manufacturer narrative:
Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on 08/18/2015 and the one (1) year warranty period has expired. Due to the age of the device and the fact there are no repairs available for the video baton the customer elected to replace the glidescope avl video baton 3-4. The customer confirmed that the new video baton resolved the loss of image. The video baton was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient, using a glidescope avl video baton 3-4, the image would cut out and stay out. Reportedly the loss of the image occurred twice during the intubation, after the first occurrence the customer cycled the video monitor power and the image returned; however, the image cut out again. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.